Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The physician suspected that the battery was placed too superficially and was causing patient discomfort. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.